Event description:
Home pt (hp) reports he had "unspiked and respiked" his bags while troubleshooting through an alarm situation during automated peritoneal dialysis treatment. Hp was advised to end treatment early by baxter technician. No pt injury or medical intervention required as a result of incident per rn.